Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the electrical parameters exhibited by the lead were not ideal in multiple positions. The lead was removed and replaced. No patient complications have been reported as a result of this event.